Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Device tank was filled with water and electrical test performed. The reported product complaint was confirmed as a result of a broken component on the heater. However, the problem source has been determined to be unknown.

Event description:
Information was received that device has no heat. Device noted to have failed upon arrival; no patient involvement.